Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, broken plug strap and yellow particles in the shell. Leak test and microscopic analysis were performed which identified: no leakage and sharp broken plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp broken plug strap, assessed as, an unidentified (tear) opening.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device was explanted.